Event description:
It was reported that the #2 key on a pump keypad was inoperable. Any patient involvement, injury or medical intervention is unknown. During baxter's evaluation of the device and intermittent response of the #2 key observed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed an intermittent response from the #2 key on the pump keypad. This was caused by a failed keypad, which has been replaced. Baxter has initiated a CAPA to further investigate the reported event.